Manufacturer narrative:
Manufacturing site evaluation: samples received: 21 unopened racepacks and 3 opened. Analysis and results: there is one previous complaint of this code batch. The (B)(4) units of this code batch were manufactured and distributed; there are no units in stock. Received 21 closed samples and 3 open samples with the needle detached from the thread and the thread is still wound on the pack. Needle attachment test of the closed samples received was performed and the results do not fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: complaint justified. Corrective/preventive actions: there is a corrective action initiated in order to avoid this kind of incident in the future.

Event description:
Country of complaints: (B)(6). The thread is detached from the needles.